Event description:
A report was received that the trial patient felt nauseated and bloated. The physician believed that the event had something to do with spinal leakage that was related to the procedure. The patient underwent a lead explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.